Event description:
It was reported that during a lap chole procedure, the device misfired before handed to the surgeon. There was no adverse consequence to the pt. One device will be returned.

Manufacturer narrative:
Clips. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 11 clips conforming and ejected the remaining clips. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.